Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure. There is no evidence to suggest the baylis medical device caused or contributed to the reported complication. However, as the baylis device was among the several devices used in the procedures, baylis medical has decided to submit this report.

Event description:
The baylis nrg transseptal needle was used for transseptal puncture during a watchman left atrial appendage procedure. During the second transseptal puncture, using intracardiac echocardiography for visualization, the tip of the needle couldn't be accurately located. The physician requested radiofrequency (rf) but left atrial access was not observed. The physician adjusted the approach and was able to engage the septum. A second application of rf was applied and the septum was crossed. Soon after, hospital staff checked for an effusion and fluid could be seen. Pericardiocentesis was performed to drain blood and restore blood pressure to safe levels. There is no evidence to suggest the baylis medical device caused or contributed to the reported complication. However, as the baylis device was among the several devices used in the procedures, baylis medical has decided to submit this report.